Event description:
Received info placing facility on the alert regarding any new lead aprons purchased after 11/96. Rptr has located one of these aprons and thyroid collars at institution, it was purchased in 3/97 from litech. Rptr identified that the apron is giving off 2mr per hr. It was removed by radiation safety officer immediately.